Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that as the patient and the clinician came out of the elevator towards the emergency department (ed) CT scanner, the pump modules that were infusing "norad" (noradrenaline) and "tpn" (total parenteral nutrition) went into a "red alarm" and "maintenance mode" message appeared on the screen. The pumps reportedly would not turn back on at that time. The clinicians had to stop the fentanyl infusion running on the second pcu/pump and "swap" the noradrenaline in to the second pcu/pump. Due to the event, "aramine bolus" was given at that time to maintain the blood pressure and "propofol" infusion was increased, as the fentanyl infusion was stopped. The patient reportedly remained stable throughout the event. Once they arrived at the ed CT scanner area, the clinician called the intensive care unit (ICU) for someone to bring a spare pump module to attach to the second pcu and recommenced the fentanyl infusion. The tpn infusion remained "off" until the patient was back in the ICU and new pump available. Upon return to the ICU, the "pump would turn on again but would go into maintenance mode or system error screen."

Event description:
It was reported that as the patient and the clinician came out of the elevator towards the emergency department (ed) CT scanner, the pump modules that were infusing "norad" (noradrenaline) and "tpn" (total parenteral nutrition) went into a "red alarm" and "maintenance mode" message appeared on the screen. The pumps reportedly would not turn back on at that time. The clinicians had to stop the fentanyl infusion running on the second pcu/pump and "swap" the noradrenaline in to the second pcu/pump. Due to the event, "aramine bolus" was given at that time to maintain the blood pressure and "propofol" infusion was increased, as the fentanyl infusion was stopped. The patient reportedly remained stable throughout the event. Once they arrived at the ed CT scanner area, the clinician called the intensive care unit (ICU) for someone to bring a spare pump module to attach to the second pcu and recommenced the fentanyl infusion. The tpn infusion remained "off" until the patient was back in the ICU and new pump available. Upon return to the ICU, the "pump would turn on again but would go into maintenance mode or system error screen."

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that as the patient and the clinician came out of the elevator towards the emergency department (ed) CT scanner, the pump modules that were infusing "norad" (noradrenaline) and "tpn" (total parenteral nutrition) went into a "red alarm" and "maintenance mode" message appeared on the screen. The pumps reportedly would not turn back on at that time. The clinicians had to stop the fentanyl infusion running on the second pcu/pump and "swap" the noradrenaline in to the second pcu/pump. Due to the event, "aramine bolus" was given at that time to maintain the blood pressure and "propofol" infusion was increased, as the fentanyl infusion was stopped. The patient reportedly remained stable throughout the event. Once they arrived at the ed CT scanner area, the clinician called the intensive care unit (ICU) for someone to bring a spare pump module to attach to the second pcu and recommenced the fentanyl infusion. The tpn infusion remained "off" until the patient was back in the ICU and new pump available. Upon return to the ICU, the "pump would turn on again but would go into maintenance mode or system error screen."

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.